Event description:
It was reported that the patient was found down at home for an unknown amount of time on (B)(6) 2026. The patient's spouse noted ventricular assist device alarms and found the patient unconscious. Emergency medical services arrived 10:10 am, and advanced cardiovascular life support (acls) protocol was initiated. The patient received cardiopulmonary resuscitation (CPR), multiple rounds of epinephrine, dobutamine, and other pressors. It was noted that at one point the patient had arterial mean arterial pressure over 60. Which quickly degraded leading to cardiac arrest and anoxic brain injury. The patient eventually passed away. Log file review was requested which revealed low flow events on 10:28:14 while on mobile power unit (mpu) power. This was followed by power cable disconnects and low power hazards at 10:30:45 due to power the mobile power unit (mpu) bein briefly` interrupted. At 10:32:28 the interruption in power to the mpu was resolved. Low flow alarms occurred again at 10:33:37 followed by a driveline disconnect at 10:34:05 and the driveline was reconnected at 10:34:19 and the pump returned to operating as intended. Intermittent low flow events continued to be captured between 10:34:45 & 11:31:02. A set speed adjustment to 4800 rpm at 11:05:04 & another power to the mpu being briefly interrupted event occurred at10:36:46. The event file ended with the driveline being disconnected at 11:31:38. The outcome was not considered device related and the device operated as expected.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.